Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The customer reported that it seemed the device quit operating for a moment during use on a patient. There was no harm or injury reported. The report complaint was not duplicated at the service center. The drpt revealed that the occurrence of rebooting caused by e-95 had occurred. Therefore, the main board was replaced. Dust and dirt were observed on the ui panel, so the ui panel was replaced. A life smell was observed. The following parts were replaced: outlet flow path, blower and inlet path foam.